Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting capsular contracture.

Event description:
Patient's representative reported, right side rupture. Confirmed with mammogram. Healthcare professional, later confirmed, rupture. And reported "small masses", "implant compromise". Via radiology report. Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.